Event description:
It was reported that a 73 year old woman was an inpatient candidate for a mitral valve replacement and coronary artery grafting. Pre-op, she was taking digoxin, furosemide, isosorb et al. Post-op the transfusion she was taking neosynephrine and dopamine and other. A transfusion of packed red cells was administered through the central line in place. A decrease in systolic pressure from 120 mmhg to 45 mmhg was reported. The patient was not reported to have suffered any lasting effects.